Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: during investigation, the up arrow and down arrow keypad buttons intermittently responded. The pump was returned with a detached bolus button with evidence of moisture in bolus button contact, and internal moisture corrosion on keypad pcb components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.